Event description:
Customer's wife reported low blood glucose event. The current blood glucose reading is 245 mg/dl. Customer treated with manual injections and glucagon. The insulin pump alarmed button error. Caller stated that she found her husband unconscious. The paramedics were called to treat a blood glucose level of below 10 mg/dl. The customer was given glucagon. Customer refused to be transported to hospital, wife monitored the blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with intermittent button response and button error alarm. The insulin pump had a cracked display window corner, scratched lcd window, cracked reservoir tube lip and missing end cap sticker.